Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 202) was confirmed. Upon investigation the monitor displayed a service code 202. The cause for the service code was a corruption of the monitor's programming. The root cause for the programming corruption could not be positively identified. Additionally, the monitor's response buttons were intermittent. The cause for the response button failure was a defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 202 (patient parameters corrupt).